Event description:
It was reported that the right atrial (ra) lead had become dislodged. The ra lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 507652 implantable pacing lead, implanted: (B)(6) 2009; product ID sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.